Manufacturer narrative:
The reported issue was confirmed supplier related. The device was evaluated. The hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. The ac main voltage circuit card was replaced. The device passed all applicable testing and is ready for use. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process; single pull test did not provide stability of process; evidence was not provided when requested for maintenance of records or crimp tools; no crimp cross-sections provided. A device history record review was not required. A labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the nurse had patient on the arctic sun device, and it was alerting 01 (patient line open) and 02 (low flow). The flow rate was less than 1l/m, patient temperature was 36.7c, target temperature was 36c, water temperature was 12.2c and inlet pressure was less than -6psi. They went to event log and found the only alerts or alarms were 01 (patient line open) and 02 (low flow). Nurse stated that they took the patient to computed tomography, but replaced the pads once returned to place correct size pads for -350lbs patient. Mis had nurse to stop therapy, drain and disconnect all pads. Nurse reconnected holding nowhere near clear connectors. Nurse verified fluid delivery line was secure with no bends or tears. After reconnecting it is still alerting. The mixing pump command was 100 percentage, heater command was 0 percentage, circulation pump command was 100 percentage, water reservoir level was 5, system hours were 3283 and pump hours were 2684. Mis had nurse to remove fluid delivery line to check for suction from device and there was none. Mis advised to swap out device and have biomed evaluate circulation pump. As per investigator notification received on 22jun2023, it was reported that the missing power cord restraint bracket, the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Completed the 2000-hour preventive maintenance procedure on the device.

Event description:
It was reported that the nurse had patient on the arctic sun device, and it was alerting 01 (patient line open) and 02 (low flow). The flow rate was less than 1l/m, patient temperature was 36.7c, target temperature was 36c, water temperature was 12.2c and inlet pressure was less than -6psi. They went to event log and found the only alerts or alarms were 01 (patient line open) and 02 (low flow). Nurse stated that they took the patient to computed tomography, but replaced the pads once returned to place correct size pads for ~350lbs patient. Mis had nurse to stop therapy, drain and disconnect all pads. Nurse reconnected holding nowhere near clear connectors. Nurse verified fluid delivery line was secure with no bends or tears. After reconnecting it is still alerting. The mixing pump command was 100 percentage, heater command was 0 percentage, circulation pump command was 100 percentage, water reservoir level was 5, system hours were 3283 and pump hours were 2684. Mis had nurse to remove fluid delivery line to check for suction from device and there was none. Mis advised to swap out device and have biomed evaluate circulation pump. Per investigator notification received on 22jun2023, it was reported that the missing power cord restraint bracket, the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.